Event description:
(B)(4). It was reported that after a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion #1 was located in the distal rca (right coronary artery) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm taxus element stent, with 0% residual stenosis. Post index procedure/prior to discharge, the subject presented with elevated troponin and a myocardial infarction was reported. Peak troponin was 0.42ng/ml (ula = 0.12ng/ml) it was noted that the subject did not experience ischemic symptoms and no other action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Age at time of event: around 49-50 years of age. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).